Event description:
It was reported that black liquid was leaking from the distal end of the bronchofibervideoscope. The liquid was confirmed to be non-biological in nature (not a biohazard). The timing/location of the event was not reported. No patient harm was associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.